Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. In (B)(6) 2013 (date unknown), follow-up imaging showed aneurysm enlargement from 5.1 to 5.9 cm. On (B)(6) 2013, the patient underwent treatment of the aneurysm enlargement. It was reported intra-operative angiography showed a type ii endoleak (source unknown), so a translumbar embolization was performed. Angiography again showed evidence of an endoleak, and it was reported the endoleak appeared to be a proximal type I endoleak due to the patient's severely angulated proximal neck (greater than 60 degree). The physician elected to implant an additional device for proximal extension. It was reported there was still slight evidence of contrast proximally, but the physician elected to leave the endoleak, thinking it would thrombose. The procedure was concluded, and the patient was taken to recovery. On (B)(6) 2013, the patient became hypotensive, and it was reported the aneurysm ruptured shortly thereafter. An open procedure was performed to gain control of the bleeding and remove all gore excluder aaa endoprostheses. It was reported that because of the patient's severely angulated proximal neck, the neck continued to grow, leading to the proximal type I endoleak and rupture. The aneurysm was repaired surgically, and the patient tolerated the explant procedure. It was reported that later that night, the patient expired due to ischemia of the large and small intestines. Additional information has been requested.

Manufacturer narrative:
Additional devices implanted and involved in the event: pxc121400/8304002, pxl161207/7437492, and pxa280300/8848422.